Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient's blood glucose (bg) has been as high as 500mg/dl for the past two days and that the patient's bg does not respond to boluses via the pump. The reporter stated that she spoke with the patient's healthcare provider who recommended changing the site, changing insulin, and giving insulin by injection. The reporter noted that the patient's bg does come down with injection. The reporter confirmed that basal rates are set as intended, and also noted that she increased the basal rate in response to elevated bg but the patient's bg remained elevated. Customer technical support advised the reporter that troubleshooting indicated the pump is delivering as programmed, however the pump was replaced due to the allegation that the patient's bgs did not respond as expected to boluses. This complaint is being reported due to the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy and due to the allegation that the patient's bgs did not respond to corrections via the pump as expected.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the daily insulin delivery totals were reviewed in the pump history and correctly reflected the users programmed basal rates showing that the pump was delivering accurately up until the last date used by the patient. There were no alarms or errors related to the complaint in the black box or alarm history; only typical usage was observed. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specifications. The complaint of inaccurate insulin delivery was not duplicated during the investigation.